Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed. A functional test was performed and failed relevant testing. A receiver download was performed and failed. The receiver was opened and an internal visual inspection was performed and failed due to moisture damage. The allegation was undetermined. He probable cause was determined to be moisture damage. No injury or medical intervention was reported.